Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that there is a crack near the top of the reservoir compartment. The customer stated that the piece is ready to fall off. The customer stated that she had damage on the pump for a very long time. The customer stated that it might be normal wear and tear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked belt clip slot, a missing end cap sticker, and a cracked reservoir tube window.